Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to the ipg was tilting as the pocket site was too large. The patient underwent a revision procedure wherein the ipg pocket site was relocated. The patient was doing well postoperatively. Nothing was explanted during the revision procedure.